Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation the device was visually inspected and no defect was found. Performed a voltage test and passed. Performed pairing test with (B)(4). Device and passed. Tested on transmitter was unable to be performed. Share log review showed a loss of connection was found in log. The customer complaint was confirmed because there was an indication of a transmitter loss of connection. The reported event of loss of connection was confirmed. The root cause is a defective transmitter